Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap myomectomy, the device became to be activated intermittently. The blade was broken off when a nurse cleaned the blade outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.